Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the esc button was not working. Customer also mentioned that they were unable to clear the alarm. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.